Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; 15 devices had damaged/broken components, 11 had worn components, 5 had misaligned components, 2 had missing components, 3 had bent components, 2 had loose components, and 1 had a detached component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 39 </noe> malfunction events, where it was reported the brakes, 5th wheel, or big wheel could not be engaged or were difficult to engage. There was no patient involvement.